Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and no pacing inhibition, oversensing, and asystole noted. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and no pacing inhibition, oversensing, and asystole noted. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to add impact code f2203: imaging required on h6.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and no pacing inhibition, oversensing, and asystole noted. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to add impact code f2203: imaging required on h6. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments severed ~162 mm from the terminal end. 2 segments were returned, total length equivalent to approximately 630mm. The dislodgement allegation was not confirmed by product analysis but was assigned cause, known inherent risk of device, based on the field report. The following as reported impact codes were addressed with the same as-analyzed coding as the dislodgement issue.